Manufacturer narrative:
. D4: UDI no. N/a as this product is not exported to the us market . G4: 510(k) number: k923607, k926214. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: cv port was placed through the left internal jugular vein as another device was in right internal jugular vein. The guidewire was advanced down (in the direction to the heart) from the left internal jugular vein using spring-type guidewire included in totally implantable access port (tiap) duex eterna. However, the wire had difficulty in advancing at the bifurcation with subclavian vein. Since the guidewire wore off and didn't work well, radifocus gw was opened and used. Even after replacing it with radifocus, the guidewire could not advance down from the internal jugular vein. Therefore, shifting to the left subclavian vein approach, the procedure was completed. It was confirmed that a foreign matter was in the internal jugular vein and assumed that it was the fragment that was urethane peeled off from radifocus gw. Although surgically removal of the fragment was considered, taking the risks accompanied with it (massive hemorrhage, etc.) Into consideration, we decided to monitor the patent. A piece of the urethane coating peeled off and remained inside the patient's body. The procedure outcome was not reported.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. The following devices were received along with the receipt of the actual device: - one guide wire. - one holder tube. Appearance confirmation (visual inspection) - the wire strand had been exposed over approx. 49 mm to approximately 70 mm from the distal end (approximately 21 mm). Appearance confirmation (microscope) - it had been abraded in multiple places at the distal end. - the outer layer had been peeled off and the wire strand had been exposed over half a circumference along approx. 49 mm to 70 mm from the distal end. - the peeled surface of the outer layer was smooth. - the edge of the outer layer approximately 49 mm from the distal end was straight, and a bump was observed. - the edge of the outer layer approximately 70 mm from the distal end was arc-shaped, and a gentle slope was observed. - no anomaly such as exposed wire strands was found in appearance in other parts. Dimensions: - the outer diameter (normal part): it met the factory's specifications. No anomaly was found. Length of missing portion: - since the wire strand had been exposed over approximately 49mm to 70mm from the distal end (approximately 21mm), the missing length of the outer layer was considered to be approximately 21mm. History investigation of the involved product code and lot number: - no anomaly was found in the manufacturing record and the shipping inspection record. - no similar event was found in the past complaint file. Simulation test: a guide wire was used in combination with a metal needle. - the outer layer was peeled off over half a circumference, and the wire strand was exposed. - the peeled surface of the outer layer was smooth. - the edge of the peeled outer layer was straight and a bump was observed. - the edge of the peeled outer layer was arc-shaped and a gentle slope was observed. This condition seemed to be similar to that of the actual device. [Cause of occurrence/conclusion] based on the investigation results, no anomaly was found in the manufacturing record and the shipping inspection record. In this case, it was thought that urethane became peeled off when the actual device was manipulated in the direction of removal while it was used in combination with a metal needle, and the actual device came into contact with the metal needle. In addition, it was considered the outer layer of the actual device was 21mm missing. Relevant IFU reference: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.